Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission 07/18/2017. The device has been returned and evaluated by product analysis on 06/21/2017 with the following findings. Review of the black box confirmed motor error occlusion during prime alarms (B)(4). On investigation, the pump powered on and performed the rewind, load and prime steps successfully. The pump was exercised for 24 hours without any occlusion alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was noted to be dim/faded/discolored. (B)(4).